Event description:
It was reported that this right ventricular (rv) lead was explanted due to it becoming dislodged approximately two months after implantation. A new device was implanted. The device has returned and is pending analysis. No additional patient effects were reported.